Event description:
It was reported that this right atrial (ra) lead exhibited noise that was not being oversensed. Subsequently, the ra lead was explanted due to the patient needing a shunt to be placed in their left side for a dialysis procedure. A new ra lead was not implanted. Other than the intervention no additional adverse patient effects were reported. This ra lead has not been returned for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.